Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination found the stent to be in the correct position on the balloon catheter. No issues were found with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in a vessel of subclavian. A 9.0x30x135 cm express ld vascular was selected for use in a subclavian stent implantation. Upon opening the package, it was discovered that the balloon inside the stent was looser than normal balloons, which did not attach to the delivery shaft closely. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in a vessel of subclavian. A 9.0x30x135 cm express ld vascular was selected for use in a subclavian stent implantation. Upon opening the package, it was discovered that the balloon inside the stent was looser than normal balloons, which did not attach to the delivery shaft closely. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.